Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during a stone extraction from the common bile duct. According to the complainant, during the procedure the balloon burst and the stop valve was leaking air. The procedure was completed with another extractor rx balloon and a basket (brand name not identified). Post procedure, the pt's status was reported to be stable. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, it there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).